Manufacturer narrative:
The device history record for the lot number provided will be reviewed. No conclusions can be made with out the device for analysis. Info has been added to the database for trending purposes.

Event description:
The caller reported that the pulmonologist was putting in the 8dct as part of a percutaneous procedure and when he went to suture the trach, it was found that the trach had broke when being put in for the first time. The caller also stated that this 8dct was used as part of a percutaneous procedure but was not part of the percutaneous kit. The caller also stated the therapist had commented that there was no undue pressure exerted when they were putting in the trach and that post-suturing they noticed that the trach looked funny and they found the flange pin was missing.